Event description:
Information was received a patient regarding their implantable neurostimulator (ins). It was reported that when they did the permanent implant they were experiencing shocking. Their managing health care provider (hcp) that they could change to a new program because around 2 days after they got the permanent implant. Their symptoms returned and they were right back where they were in the beginning. The patient stated their rep had told them to call patient services with any problems and the patient was just concerned about what programs they might experience shocking on if they switched to a new program. The patient stated their doctor had wanted them to wait two weeks before switching to a new program but they were having to wear an incontinence pad in their "diaper" and when they got the urge, they would stand up to go to the bathroom and they would start urinating as soon as they stood up and they could not stop. The patient stated they'd have to change the diaper and the pad and even shower sometimes. They would have to wait on the toilet for so long because they couldn't urinate.  They would have to do deep breathing to be able to urinate and sometimes it wouldn't happen at all. The patient also explained they were on a diet where they were supposed to drink half their body weight in water and that their health care provider (hcp) had wanted them to cut in half what they were drinking. The patient stated they were trying to drink 32 oz of water to get it over with at one time but now they've been spacing it out more but it was still not helping. The patient stated when the therapy helped for two days, they hadn't been drinking as much water and they didn't have the issue they were having. The patient stated they would still cut down on the diet but the whole situation was very frustrating. Redirected the patient to follow up with the hcp about their symptom concerns, shocking and suggestions for programming. The patient stated they knew how to change programs so they were going to change to a new program and monitor how their symptoms responded. The patient stated they had a follow up appointment with their managing health care provider (hcp) on (B)(6) 2023 to check the incision and how they were healings so they would follow up with the hcp at that time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.